Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported a patient with lscs (lumbar spinal canal stenosis) underwent a spinal stabilization surgery at l3-l4. According to the report, the patient¿s postoperative clinical course had been well for 3 months, but neurological symptoms reccurred with gradual onset. The interspinous spacer was removed and decompression was performed. No other patient complications were reported.